Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power ports on both sides of the controller were loose. No consequence to patient.&#2062;o additional information available.

Manufacturer narrative:
The reported loose ports for the returned controller, (B)(4), were confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device failed visual inspection due to loose connectors and displaced gaskets at power ports one and two of the controller. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.